Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece with the helix found extended and clogged with blood/ tissue. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2023-21204. It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's atrial lead exhibited loss of capture. It was also found that the lead was dislodged. Atrial arrhythmia was also found. During lead revision procedure, it was noted that the helix of new implanted atrial lead was unable to extend. Old lead was explanted, and the new lead was not used during procedure on (B)(6) 2023. The patient was stable.